Event description:
The following info was received from the registry: the pt presented to the emergency room in 2005 with various cardiac complaints. Mace occured, and the pt expired on the same day. This adverse event was reported as unrelated to implanted cypher by the initial reporter.